Event description:
Provider states the seat on this unit is cracked. No additional information. Dealer called back on (B)(6) 2014 and stated the consumer states the seat is pinching him. Dealer called back (B)(6) 2014 stating lot code is 30226 and when I asked for letters he added an m in the beginning. I explained to him that is not a valid lot code. He still doesn't have the account number so he will do some more research and call back.